Event description:
It was reported that (9) devices were used during a gastric pull up procedure. It was reported by the affiliate that the surgeon would try to fire the er320 device and it would only fire out 1 clip on every 3rd firing. The surgeon keep switching to another er220 till surgeon could complete the case. This caused the case to be extended 20-30 minutes. There was no further consequence to the pt. Only (3) of the (9) devices involved will be returned for analysis.